Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant an x-ray image confirmed that the right ventricular (rv) lead had dislodged and was pulled in the ventricle near the tricuspid valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.